Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (B)(6) found the cord was damaged. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that they were have difficulty charging the ins and issue has gotten progressively worse. It was reported that there was a 'no device found' screen or various messages that says to "call medtronic,". Resetting was done on the controller by taking out the battery pack and reinserting it. The patient reported that they were getting software problem and system problem error messages. The patient reported that sometimes it takes half an hour for the ins to start charging. It was reported that the relay box on the recharger (rtm) gets "really, really hot" while charging the ins and drains the controller battery quickly. The patient stated reported that the controller at 90% and ins at 70%. It was reported that the ins was showing 'recharging' but did not have a recharge quality. The patient reported that they moved the rtm around but that did not make a difference. The patient reported that they noticed that it said 'finished' but didn't touch anything, so they had to press 'recharge' to resume the recharging session. No patient complications have been reported because of this event.